Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2020-01869, 3005168196-2020-01871.

Event description:
The patient was undergoing a coil embolization procedure in the aorta using a ruby coil, ruby coil detachment handle (handle), a lantern delivery microcatheter (lantern) and a non-penumbra glide catheter. During the procedure, the physician placed approximately fifteen coils into the target location using the lantern. Then, the physician advanced a ruby coil in the target location using the lantern and attempted to detach it using the handle; however, the ruby coil failed to detach. Later, it was noticed that the detachment portion on the ruby coil separated from the pusher wire and only a thin fiber was connecting the two. The physician then attempted to manually detach the ruby coil; however, it would not detach. Therefore, the ruby coil and handle were removed. Afterwards, the physician placed three additional coils into the target vessel using the lantern and a new handle. It was reported that at one point during the procedure, there was an issue with the lantern with dried contrast within the glide catheter outside the lantern. Therefore, the lantern and glide catheter were removed. The procedure was completed using additional coils, the same handle, a new lantern, and a new glide catheter. There was no report of an adverse effect to the patient.